Manufacturer narrative:
Field service specialist (fss) visited the account and checked the system. After inspection of the side cut trace, it was determined that galvo block needed to be replaced. After replacement side cut and flaps were done successfully. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after flap creation surgeon was unable to lift the flap and converted patient to photorefractive keratectomy successfully. Upon inspection of the system it was determined that the galvo block needed replacement.